Event description:
It was reported that, during an induction test, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a delay in therapy due to double detection algorithms causing misinterpretation of the rate. A ventricular fibrillation (vf) was able to be induced, and the device appropriately delivered therapy for it, ending the vf. However, the patient was left at a ventricular tachycardia rate, for which the device did not deliver therapy, an external shock had to be provided which ended the arrhythmia. A second induction test was performed on the alternate vector with no issues. Technical services were contacted for additional feedback. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier, d6a: implant date.

Event description:
It was reported that, during an induction test, this subcutaneous implantable cardioverter defibrillator (ICD) exhibited a delay in therapy due to double detection algorithms causing misinterpretation of the rate. A ventricular fibrillation (vf) was able to be induced, and the device appropriately delivered therapy for it, ending the vf. However, the patient was left at a ventricular tachycardia rate, for which the device did not deliver therapy, an external shock had to be provided which ended the arrhythmia. A second induction test was performed on the alternate vector with no issues. Technical services were contacted for additional feedback. At this time, no change shave been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that, during an induction test, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a delay in therapy due to double detection algorithms causing misinterpretation of the rate. A ventricular fibrillation (vf) was able to be induced, and the device appropriately delivered therapy for it, ending the vf. However, the patient was left at a ventricular tachycardia rate, for which the device did not deliver therapy, an external shock had to be provided which ended the arrhythmia. A second induction test was performed on the alternate vector with no issues. Technical services were contacted for additional feedback. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes. Additional information was added to the following fields: a1: patient identifier. D6a: implant date.